Event description:
It was reported that during the surgery done in (B)(6) hospital, the screw has been broken during giving the 3 degree external rotation. Surgery was completed successfully and no adverse event has occurred.

Event description:
It was reported that during the surgery done in (B)(6), the screw has been broken during giving the 3 degree external rotation. Surgery was completed successfully and no adverse event has occurred.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a fractured locking screw involving a scorpio nrg adjustable ap sizer, incl 4,6&8 was reported. The event was confirmed. A visual inspection confirmed the reported event. A material analysis indicates no material or manufacturing defects were identified. Device history review indicated all products accepted into final stock conformed to specification. Complaint history review indicated there have been no similar previous reported events for this lot ID. The investigation concluded that the device fractured as a result of torsional overload. No material or manufacturing defects were identified, therefore it was determined the device conformed to specification at the time of manufacture.